Manufacturer narrative:
Additional information: the procedural images provided show successful treatment of the rca using multiple stents and balloons. There were no images provided that showed a balloon burst during attempted stent deployment. The lesion was first predilated using a 2.25x15mm sc non-medtronic balloon. The lesion was subsequently predilated using a 2.75x15mm nc non-medtronic balloon at 18atm. A non-medtronic 3.0mm nc balloon was used for post dilation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The device returned with the unexpanded stent positioned on the balloon between the markerbands. Balloon folds were intact. Blood was visible in the distal balloon folds. The balloon failed negative prep. On pressurisation of the device, liquid was seen leaking from the proximal cone area. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the proximal balloon cone. Lead in scratches were not evident. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Images were provided for still image review. Images show lot number 0010145300 on the shelf carton matches reported lot. Images appear to show an undamaged stent attached to device. Additional information: the same inflation device was used with other devices pre/post the inflation difficulties encountered. The inflation pressure applied prior to the balloon burst was 8-12 atm. It was stated that it was not possible to pump more, due to the rupture. It was stated that the stent was inserted through the guideliner into the implantation site and inflation was attempted. The burst occurred on the first inflation. There was a sudden drop in pressure noted on the inflation device. A new balloon device was used for post dilation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion exhibiting cto (chronic total occlusion-100%) located in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated using a 2.75x15mm nc balloon at 18atm. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon burst during balloon inflation. It was stated that there were stents in the proximal and middle third of the rca and this stent was inserted in the distal third of the rca. The patient was reported to be alive with no injury.